Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient presented in the emergency room after several non-sustained ventricular oversensing events that revealed intermittent non-capture on the right ventricular lead was noted via merlinondemand transmission. Upon interrogation, complete non-capture on the right ventricular lead was observed. Patient was in atrial fibrillation during the interrogation and therefore, the atrial threshold was not evaluated. The right ventricular lead impedance trended upward. The atrial lead had normal and good performances noted. Normal sensing on both the atrial and right ventricular leads were observed. The device had been programed to the max output which indicated that the right ventricular lead had been observed to have degrading performance prior to this day. Patient did not ventricular pace often in the sinus rhythm, however in the atrial fibrillation the patient experienced slow ventricular rates and was symptomatic to irregular and slow heart rates, which patient described as odd feeling chest palpitations. The right ventricular lead was capped and replaced on (B)(6) 2019. The patient was stable before, during, and after the procedure.